Event description:
During the pulmonary vein isolation procedure, almost immediately after inserting the catheter into the patient the physician noted that the image quality was poor and not typical. The gain and depth were adjusted on the non-abbott ultrasound console (philips cx50) but with no improvement. The catheter was removed and it was observed that the catheter tip was cracked and bent. The catheter was replaced, the issue was resolved, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d4, d9, g3, h2, h3, h6 one viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this issue was determined to be a design/process issue.